Event description:
Meter name: ultra. Strip name: ultra strip. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: dizzy, sweats, and shakes. A pt reported they were unable to test. Stated almost went to hosp because pt broke out into a deep sweat and started to shake. Their meter allegedly would only prompt message "error 1". The result on their meter was: no result. The result on the: no comparison. The time difference between pt's meter and: no comparison. Treatment was: drank orange juice and had a sandwich. No further info has been reported.